Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device in use with iphone 15 pro max with ios operating system version 17.5.1. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness. No further information was obtained due to call being disconnected during the course of troubleshooting. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device in use with iphone 15 pro max, ios 17.5.1, app version 2.11.2.8275. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness. No further information was obtained due to call being disconnected during the course of troubleshooting. There was no report of death or permanent impairment associated with this event.